Manufacturer narrative:
(B)(4). MDR ref#: 9615742-2012-00008 (avaulta anterior system). Note: this report corresponds with bard's report (B)(4) for an "avaulta posterior biosynthetic system."

Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a posterior and an anterior repair procedure. The pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.